Manufacturer narrative:
Additional suspect medical device component involved in the event: model : sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the recently implanted patient could not move the right leg. The physician stated that the patient developed an epidural hematoma as a result of surgery, it was not device related. The patient underwent an explant procedure and removal of the hematoma. The patient had regained movement in the right leg and was walking normally post explant.